Manufacturer narrative:
Siemens technical support lab (tsl) investigated the event and they indicated that the patient sample contained heterophilic antibodies. The troponin IFU contains the following statements in the limitations of procedure section: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution" the instrument is performing as intended.

Event description:
Customer reported erroneous troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant troponin results is unknown.